Event description:
It was reported that this pacemaker was exhibiting intermittent right atrial (ra) lead high thresholds from right atrial automatic threshold (raat) test. Events are false positive atrial tachy response (atr) due oversensing of farfield on the ra channel, but no pacing inhibition was present. Technical services (ts) as consulted and undersensing was noted as well as ra loss of capture (loc). The device remains in service. No adverse patient effects were reported.